Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
"We have this instrument that apparently lost the pin and is not working properly." The customer reported the device broke during lumbar fusion surgery and felt it was not strong enough to insert the implants it was designed to insert. All pieces were received. A spare device was available to complete the surgery. There was no pt injury or death due to this issue.